Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Using the beaver blade attached to the handle thru arthrex tip broke off in patient and is still in the patient. Doctor did not use a cannula with this blade. He used an arthrex (half pipe) which is a guide for the blade. Arthrex guide was used on the patient and the tip of the blade broke off and still remains in the patient. It was stated that the doctor will not be removing the part because it was not going to being an issue.